Manufacturer narrative:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, glares/haloes and discomfort. The lens was replaced with a shorter length lens and the problem was resolved. Cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 3 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Claim: (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H6: investigation type 4110: a lens work order search was performed. 1 similar complaint found. The similar complaint is associated with the patient's fellow eye and is therefore, not indicative of a manufacturing issue. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, with pain & discomfort related to glares/haloes. The lens was replaced with a shorter length lens & the problem was resolved. Cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.